Event description:
It was reported that the customer's insulin pump froze and stated that the button on the insulin pump had been pressed for three minutes or longer. The customer stated that his insulin pump was alarming button error. The customer's blood glucose was 181 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms or frozen display was noted. The pump also had a cracked case at the display window corners, a cracked case at the reservoir tube window corners, a cracked belt clip slot, and cracked battery tube threads.